Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they were hospitalized. The customer's blood glucose was unknown at the time of incident. Customer's wife states they were at the hospital this morning and the battery on the pump went dead states it took her 15 minutes to get a new battery into the pump once she did all was ok but the meter would not connect to the pump plus there was a e-34 message on the meter. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.